Event description:
The stent was deployed; however, upon attempted removal the balloon would not deflate. The balloon was ruptured to facilitate removal. This did not result in any difficulty post-deployment.